Manufacturer narrative:
Date of procedure estimated as (B)(6) 2024 a partial UDI was provided as the lot number is not known manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the copilot was leaking during the procedure. No additional information was provided.

Manufacturer narrative:
D9, h3 - device returning status updated from yes to no the device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.